Manufacturer narrative:
(B)(4). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis could not be performed. However, a visual inspection was performed on photographic images, which did not verify the reported issue. The reported yellow pm on the titanium adapter pouches relates to the pouch over-labelling process in china, which has since been discontinued. . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
This is a report of mildew spots in a titanium adapter coincident with peritoneal dialysis (pd) therapy. The event was discovered prior to use. There was no patient involvement. No additional information is available.